Event description:
It was reported that a user experienced a dexcom g7 sensor that would not pair with the ilet, leading the user to replace the sensor and plan to seek a replacement from dexcom. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care or hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed a pairing failure between the continuous glucose monitor and the ilet, with the responsible device not identified and no device damage reported. It was concluded, based on previously established findings for similar reports, that the most likely cause was an isolated connectivity or setup issue that could not be replicated.